Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, "patient bone tumor in (B)(6) 2023 stay through the peripheral cannulation of the central venous catheter PICC, (B)(6) 2024 for the upper limb vascular color doppler ultrasound, the results show: PICC catheterization after the left upper arm of the veins of the noble to stay tube a small amount of attached wall thrombosis, continuous tracking and observation, the tip of the catheter is correctly positioned, temporary not to pull out the tube, in accordance with the instructions of the doctor to every 12 hours to inject a subcutaneous injection of low molecular heparin calcium injection 4000iu rivaroxaban anticoagulant treatment, (B)(6) 2024 the patient thrombotic symptoms improved." No other information was provided.